Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the viewing station of the imaging system would not power on and the line power light was not illuminated. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.